Event description:
It was reported that the device was misfiring. Upon receipt and preliminary eval on 6/1/07, device was found to have binder breakdown and tip wear which causes straight shots- an MDR reportable event.

Manufacturer narrative:
The subject product was found to produce straight shots and may be related to tip wear.